Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the touch panel of the video system center was unresponsive and could not be operated. After the unit was rebooted, the video output also failed, and the display remained dark. The issue was found during a stent replacement procedure. The procedure was completed with a similar device. There were no reports of patient harm.